Event description:
It was reported that there was pain and the patient had a large kidney stone, about ½ inch big. She was in the hospital and wanted to know if she could have a lithotripsy procedure. It was noted that had a spinal cord stimulator (scs) for reflex sympathetic syndrome (rsd). Since the surgery implant date, she had a bad healing process and the implantable neurostimulator (ins) site had been sore to heal, extremely painful. They had not determined the root cause of the pain but they had checked for infection. They suspect it could be related to the kidney stone. It was noted that her ins was above the hip and it was uncomfortable when she would put pants on because the ins was constantly moving. It was later reported that after the implant, a couple of reprogramming sessions had been done by a manufacturing representative (rep) but the patient was still having soreness and pain at the implant site. It was still undetermined whether the pain was due to kidney stones or the implant. She had further testing appointments lined up including an MRI and an appointment on (B)(6) of this month with the rep at the doctor's office. It was noted that the patient had been on crutches for the past two years and was not much mobile, but having additional pain was not helping her. She hoped to get the scs device working at the next appointment. A day later it was reported that the patient was in normal recovery from the implant. Extensive tests had been done regarding her pain and kidney stones after the implant, and none of these issues were related to the scs device. She just needed reprogramming to figure out effective therapy spots from the scs while still having her other health issues. The appointment on (B)(6) was going to be another normal reprogramming session. There were no issues with the scs device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).